Event description:
The spouse of the patient reported that they have a battery longevity concern and they were with the healthcare provider (hcp) and discovered that the implantable neurostimulator (ins) battery is at 2.4v on (B)(6) 2016. It was stated that they are concerned that over the holiday with family the ins battery will deplete and the patient will start shaking due to loss of therapy. It was reviewed that end of service happens at 2.2v. Follow up with the healthcare provider (hcp) is to be conducted. There were no patient symptoms alleged. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.